Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pump was infusing lr; the nurse tried to program 2g ancef however the pump stated it was infusing the ancef at the lr rate. There was no report of patient harm. No other details have been provided.

Manufacturer narrative:
The customer¿s report of the pump infusing the secondary of ancef at the lr rate could not be confirmed. Per the associated pcu event log the system was not in use at the reported date and time of the event (1:45 am on (B)(6) 2016); it is suspected that the incident date is (B)(6) 2016. The event log showed that at 6:41pm on (B)(6) 2016 an infusion of ancef (cefazolin, 2gram/100ml) was started as a primary infusion with the default rate of 100 ml/hr and default vtbi of 100ml/hr. The infusion completed as programmed with the user entering a new vtbi of 50ml at 7:54 pm with no change to the drug selection or rate. At 8:11pm the user entered a new vtbi of 950ml with no change made to the drug or rate. The user checked programming a couple of times between 1:36am and 1:38am on (B)(6) 2016 and then reprogrammed the pump module to infuse maintenance fluid at 100ml/hr as a primary with a vtbi of 400 ml and the drug cefazolin, 2gram/100ml as a secondary with the rate at the default setting of 100ml/hr and the default vtbi of 100 ml. At 2:38 am the secondary infusion completed as programmed and transitioned to the primary infusion. The primary infusion was terminated by the user at 3:01am. The root cause for the reported event is being attributed to user programming. The intended ancef and lr rates were not provided by the customer however the log shows that the user programmed both for the same rate of 100 ml/hr. A device malfunction is not believed to have occurred.